Event description:
I use the dexcom g7, have problems lately keeping one working the full 19 days and have 3 lately the sensors won't even start. A real problem when you are about out of spare sensors. Health effect code: 4582. Device problem code: 2917. Reference report: mw5175157, mw5175159.